Event description:
We had a stelo cgm that abruptly stopped working. I was trying to get a hold of any representative from the company and was unable to do so. They only had a chat-bot for which we would submit a complaint, but I was unable to contact anyone at the company (I was able to get a hold of the dexcom people, who said they don't have any cross over with the stelo people).